Event description:
Bsc received info that this lead dislodged and was successfully repositioned the following day. However, the system had to be explanted because of infection. Bsc is unable to provide the event and explant dates.